Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator gave xdcr fault, low pip, and high rate. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcb. Events log recorded multiple transducer faults. Circ press transducer test failed with a/d: 34. Exhl press transducer calibration failed at 0 cmh2o with a/d: 34. All solenoid tests passed. Tp801 was measured to be 0v and not responsive to the s904 solenoid. Five v was measured at the vin of the transducer, but the transducer was not functioning. Findings/root-cause: the issue was isolated to the pt801 transducer.